Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Section g: 510k: k200972. Investigation evaluation: a product evaluation was performed only by the videos provided with this report because the product said to be involved was not provided to cook for evaluation. Footage of the lot number was not provided. The report was confirmed based on the videos provided. The first video shows the hemospray catheter inside the patient pointed towards the target area of the patient, which has a small amount of hemospray on it. The catheter does not expel any powder and ultimately touches the mucosa, as reported by the user. The second video shows the device outside of the patient and without the catheter attached, pointed towards a tray. The device is turned on and attempted to be sprayed, but no powder exits the device. The activation knob is then rotated and no co2 is heard exiting the device indicating discharge of the device. The activation knob is rotated back on and the user attempts to spray again, however no powder exits the device. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on the videos provided and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) in the duodenum, the nurse used a cook hemospray endoscopic hemostat. It was reported that the nurse gently shook the hemo-7 before turning the co2 [carbon dioxide] activation knob following the arrow. First the catheter was inserted and then the valve was activated. The trigger button was pressed for 1-2 seconds but only a little powder was expelled. They changed into a second catheter as the first one touched the mucosa. It was stated that there was minimal air pressure and very little amount of powder deployed [subject of report]. Additional attempts were unsuccessful due to no air pressure. The nurse turned the co2 activation knob counterclockwise to check if there was presence of co2 pressure but no hissing was heard. The procedure was stopped and rescheduled for another time. An unintended section of the device did not remain inside the patient¿s body. The patient did require the procedure to be rescheduled due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal . Use product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. A product evaluation was performed on the videos provided with this report. The report was confirmed based on the videos provided. The first video shows the hemospray catheter inside the patient pointed towards the target area of the patient, which has a small amount of hemospray on it. The catheter does not expel any powder and ultimately touches the mucosa, as reported by the user. The second video shows the device outside of the patient and without the catheter attached, pointed towards a tray. The device is turned on and attempted to be sprayed, but no powder exits the device. The activation knob is then rotated and no co2 is heard exiting the device indicating discharge of the device. The activation knob is rotated back on and the user attempts to spray again, however no powder exits the device. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The exterior of the device presented with powder on it. The device was tested as returned and did not spray as intended. The co2 cartridge did not discharge when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because no catheters were returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.